Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spring wire guide was separated during the procedure and a piece remained in the patient, between the skin and the blood vessels. A snare catheter was used to remove the piece during angiography "after inserting a sheath from the femoral vein". A new spring wire guide was used to complete the procedure. The patient's condition is reported as fine.

Event description:
It was reported that the spring wire guide was separated during the procedure and a piece remained in the patient, between the skin and the blood vessels. A snare catheter was used to remove the piece during angiography "after inserting a sheath from the femoral vein". A new spring wire guide was used to complete the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, psi, and two dilators for evaluation. The catheter and guide wire contained obvious signs of use in the form of biological material. Visual examination revealed the guide wire was unraveled from the distal end and a portion of the coils were separated. The distal weld was secured to the coil wire. The proximal weld was fully formed and intact. The separated point of the core wire appeared flattened and discolored, which indicates that wire separated directly adjacent to the distal weld. The guide wire body also contained multiple kinks/bends. The total length of the core wire measured to be 451 mm which is within specifications of 450-458 mm per product drawing. This indicates the core wire broke directly adjacent to the distal weld. The outer diameter of the guide wire (measured in an undamaged location) measured to be 0.85 mm which is within specifications of 0.838-0.877 mm per product drawing. The instructions-for-use (IFU) instructs the user, "thread tapered tip of dilator/access device assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of access device through tortuous vessel." The undamaged portion of the returned guide wire was able to pass through the returned psi and dilators with slight resistance encountered at the bends. A manual tug test confirmed the proximal weld was fully intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not cut spring wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide." The customer report of an unraveled/separated guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained numerous kinks/bends and the distal portion of the coil wire was separated. Based on visual and dimensional evaluation of the returned sample, the core wire broke adjacent to the distal weld. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed on a lot found in sales history with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.